Event description:
A surgeon reported that a pt experienced a posterior capsule tear during a cataract surgery. The surgeon believes that the capsule was punctured by an instrument during this difficult case. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).